Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's service center regarding a warming solution alarm which occurred on the homechoice (hc) during fill 1. The care giver (cg) said she had changed the heater bag out for a new one as the hc had a message regarding the heater bag not working. As the cg had done partial swap out of supplies, the technical service representative assisted her to end therapy and informed her to start over using new supplies. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.